Event description:
It was reported that the pacemaker was depleted due to high output settings as capture management was programmed on. There was no telemetry on the pacemaker. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analysis revealed that no anomalies were found.